Manufacturer narrative:
Follow-up #1 date of submission 11/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: a review of the black box data showed no evidence of short battery life. One low battery alarm was observed due to a discharged battery being installed on 08/20/2015; another was observed on 08/12/2015 due to normal battery wear. During testing, the pump successfully passed the ez prime steps. The pump¿s current draws were found to be within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.